Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1zq66, implanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va04wef, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 30-jul-2015, UDI#: (B)(4). (B)(6) date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the device died in 2019 and it only lasted a year and a half. Patient then said she was told that the wire had disconnected and it had corroded on the inside. No further complications were reported or anticipated with this event.